Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the investigation of the complained cortex screw shows that the threaded part is indeed not according specification. We are not able to determine the exact cause for this problem but we suppose that one step during the manufacturing process was not carried out properly. This is clearly a manufacturing fault. We can only presume despite the small probability of such occurrence that there was a lapse in our quality control and these particular articles were inadvertently packed without having gone through proper control. As there were no other reported complaints concerning this matter, no further action has been taken.

Event description:
It was reported that the thread was broken. It was a factory defect. This is report 1 of 1 for complaint (B)(4).